Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a chemotherapy administration set was kinked above the drip chamber and air got into the tubing. This occurred during priming. The setup was used with a pump which alarmed. There was no patient involvement. No additional information is available.